Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they took some imaging on the day of the report and the leads looked frayed and more looped than normal. The MRI was not related to the device. No patient symptoms were reported. No further complications were reported/anticipated. The indication for implant was non-malignant pain.